Manufacturer narrative:
This report is being submitted to correct the patient codes field (f10) in section f, for use by uf/importer and patient codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this implantable pacemaker experienced a burning sensation at device site. Also, patient was informed that the device battery was low, would burn, vibrate and make a sound when in low battery. Boston scientific technical services (ts) informed patient that the device will not burn, vibrate or make audible tone when in low battery. Ts explained elective replacement time (ert), latitude scheduling and transmission. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted, replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker experienced a burning sensation at device site. Also, patient was informed that the device battery was low, would burn, vibrate and make a sound when in low battery. Boston scientific technical services (ts) informed patient that the device will not burn, vibrate or make audible tone when in low battery. Ts explained elective replacement time (ert), latitude scheduling and transmission. This device remains in service. No adverse patient effects were reported.